Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that the interlock area was unlocked. A 15mm x 25cm interlock -35 was selected for abdominal aortic aneurysm stent implantation. During the procedure, the coil was deployed in the lesion; however, the interlock area was unlocked when the coil was contracted. A surgery trap was used to remove the coil. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection noted that the coil was stretched and the interlocking arm of the coil was broken from the coil. Microscopic inspection of the coil zap tip noted no damage. The interlocking arm of the coil could not be inspected as it was not returned. The number of proximal fiber bundles were noted to be below specification; however, all other coil dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the coil prematurely detached from the catheter and the interlocking arm of the coil detached from the interlocking arm of the delivery wire.